Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The customer was advised to clear the service log and power cycle the device. The customer confirmed that no further assistance was needed for this case.

Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation, stryker observed that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.